Manufacturer narrative:
.

Event description:
On (B)(6) 2012, clinic notes from a vns treating physician's assistant were received by the manufacturer. Review of the clinic notes dated (B)(6) 2012 revealed that the vns patient has a pacemaker. The clinic notes did not state the type of arrhythmia the patient was experiencing nor the relationship of the event to vns. Good faith attempts for further information were made to the patient's cardiologist but no additional information was received.